Event description:
She had a myomectomy in 2007 and an endometrial ablation in 2013 for uncontrollable menstrual bleeding. She continues to have heavy bleeding, severe cramps and constant pelvic pressure and fullness.